Event description:
One and a half hours into treatment, health care professional noticed air in the bloodline. A 1/2" slit was found in the pump segment approx 2" from arterial side. Pt was removed from treatment and blood could not be returned resulting in estimated blood loss of 200cc. No intervention was required.